Manufacturer narrative:
Qn#(B)(4). Date of event corrected to (B)(6) 2019. The sample was not returned for evaluation; however, the customer provided a photo. A visual exam was performed on the photo and it was observed there was condensation in the tube. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A non-conformance was opened to further investigate this issue.

Event description:
Customer reported there was moisture found in tube packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported there was moisture found in tube packaging. There was no patient involvement.